Event description:
It was reported that the user experienced multiple low blood glucose readings, with five episodes in the 50 mg/dl range on the same day, and believed that receiving 25 units for lunch contributed to the lows; the case was triaged as hypoglycemia with cause unclear and troubleshooting and education were completed before transferring the call to a partner organization. Symptoms included hypoglycemia. Outcomes included the user self-treating with oral glucose. Investigation included case review and user troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.